Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that impedance measurements on the right ventricular (rv) channel on this implantable cardioverter defibrillator (ICD) became erratic over one year ago, trending towards high values. The measurements remained within range. No episodes were stored in device memory and no noise was noted. No adverse patient effects were reported. This device remains in service.